Event description:
Allegedly stability problems. Replacing the hip portion to a guardian and leaving the distal femoral repiphysis component in for further expansion.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.